Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off. The device had power on reset (por) settings. The pt had not had any medical procedures which could be attributed to this event.